Event description:
It was reported while using a contact therapy catheter to perform an atrial fibrillation procedure, the pigtail located near the catheter handle broke. The physician noticed immediately and continued the procedure with another of the same device. There were no consequences to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.